Event description:
Reference number: (B)(4). Event occured in saudi arabia. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The infusion set was inserted in the abdomen, as the patient does not have enough subcutaneous tissue which led to bent cannula. The infusion set had been in use for a few hours. The elevated blood glucose level was treated using the insulin pump. No further information is available.